Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm 38" was confirmed in the sample evaluation and event history log review task. Service determined that the cause was damaged force sensing resistors. The resistors were replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that "has the alarm 38 when it is turn on". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.